Event description:
The returned spacer implant was analyzed and revealed that the spindle cap was cracked at weld w1, w2, w3 and edge e4 as well as damage to the spindle, spindle cap, and actuator shaft screw. The damage to the implant indicates failure was likely due to deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. Additionally, the right wing of the superior cam-lobe was bent towards the median line. This damage suggests that the user exerted excessive force while attempting to deploy the implant against a rigid obstruction like the spinous process. Damage to the device prevented functional testing. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states do not force deployment or implant breakage or damage to bony structures may result. Avoid application of excessive stress on instrumentation as well as should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy, e.g., lamina, hypertrophic spinous process, and, or suboptimal implant positioning. These are known risks associated with the use of this device.